Manufacturer narrative:
Citation: hayashida et al. Impact of post-procedural aortic regurgitation on mortality after transcatheter aortic valve implantation . Jacc cardiovasc interv. 2012 dec;5(12):1247-56. Doi: 10.1016/j.jcin.2012.09.003. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding the impact of post-procedural aortic regurgitation (ar) on clinical outcomes. All data were collected from a single center between october 2006 and october 2011. The study population included 400 patients (predominantly female; mean age 83.4 years), 53 of which were implanted with medtronic corevalve bioprosthetic valve (serial numbers not provided). Among all patients, 109 deaths occurred during a follow-up period with a median of 297 days. The cumulative incidence of mortality at 2 years was 28.0%, 40.4%, and 75.0%, respectively. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: post-procedural ar, annulus rupture, acute kidney injury, major vascular complication, and arrhythmia requiring permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.